Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility inventory manager reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed the reported event and stated an internal dialyzer blood leak occurred one hour and nineteen minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, did not alarm appropriately with a minor blood leak alert. The blood leak was observed within the dialyzer housing. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 150ml. Immediately following the event, the patient voluntarily did not want to continue treatment that day. The patient returned to the clinic the following morning and completed treatment without further issue. The machine was evaluated and has been placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed the reported event and stated an internal dialyzer blood leak occurred one hour and nineteen minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, did not alarm appropriately with a minor blood leak alert. The blood leak was observed within the dialyzer housing. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 150ml. Immediately following the event, the patient voluntarily did not want to continue treatment that day. The patient returned to the clinic the following morning and completed treatment without further issue. The machine was evaluated and has been placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
An engineering and risk-based evaluation of the event was performed. The primary risk control measures in the machine are minor and major blood leak alarms. The minor blood leak and major blood leak alarms trigger an audible and visual alarm, and the major blood leak alarm also triggers a stop to the blood pump and a clamp applied to the venous return line, which stops blood circuit flow and ultrafiltration. A secondary risk control is the alarms test, included in the 2008t machine operational manual as a pre-treatment machine setup test to be conducted by the user prior to patient treatment. The instructions provide multiple methods to perform the self-test, which confirms functionality of multiple alarms, relevant for this investigation, it specifically includes a verification that the blood leak alarm sensor is operating. In addition, the device history record (DHR) was reviewed and specific tests during test & calibration, final test, the alarm override function was operating correctly and the self-test check was operating correctly. The design controls, design verification, and individual machine testing conducted by both fresenius and the clinic show no evidence that the machine failed to perform as intended. Based on the engineering and risk-based evaluation of the events reported within the complaint(s), it has been concluded no device malfunction, nonconformance, or systemic quality issue was identified. The 2008t machine/system was concluded to be performing as designed with respect to blood leaks into the dialysate not triggering the blood leak alarms, major or minor.

Event description:
A user facility inventory manager reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed the reported event and stated an internal dialyzer blood leak occurred one hour and nineteen minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, did not alarm appropriately with a minor blood leak alert. The blood leak was observed within the dialyzer housing. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 150ml. Immediately following the event, the patient voluntarily did not want to continue treatment that day. The patient returned to the clinic the following morning and completed treatment without further issue. The machine was evaluated and has been placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.